Event description:
The company was informed that the pt sustained a head injury resulting in no lock between the external equipment and the internal device. Programming adjustments were made, and the external equipment was exchanged; however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.